Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that due to an infection the patient had his inflatable penile prosthesis (ipp) removed years ago. The patient now has a spectra penile prosthesis implanted.